Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
Us complainant reported the patient was on impella cp support and during support, the patient went into atrial fibrillation and was cardioverted. Support continued.